Manufacturer narrative:
One medfusion 4000 pump was returned for the investigation of an acu watchdog failure. The device was received with a dent on front left bottom corner of the top case. There was no visible contamination. No causes or potential causes of the customer's reported problem were found during the device history review, DHR. A error history log reviews revealed several audible alarm background test as well as an acu watchdog as sympathy alarm. To further investigate the reported issue, a power up process and an occlusion test were performed. The issue could not be duplicated. The j9 connector was fully seated and glue was intact on mating surfaces of the j9 connection. Root cause could not be determined as there were no external damages or contamination to the interconnect board or the speaker. The j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. The speaker was also replaced as a preventative measure.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was an acu watchdog failure. It is unknown if there was a patient involved in the reported event.